Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was fibrin, clot errors, clogged instruments, and erroneous results in an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: (B)(6). Investigation summary: bd received 3 photos for investigation. Evaluation of the photos did not indicate the fibrin or erroneous results. A total of 100 retained samples were visually inspected, and no additive abnormalities was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Bd was unable to duplicate or confirm the customer¿s indicated failure modes (fibrin, erroneous results-sodium and potassium) via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples tested demonstrated clinically acceptable performance. Replicates of both retention and control samples were acceptable in terms of both precision and accuracy. This complaint is unable to been confirmed for the indicated failure modes erroneous results (sodium potassium) and fibrin. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was fibrin, clot errors, clogged instruments, and erroneous results in an unspecified number of devices. No adverse impact was reported regarding the patient or user.